Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of the latch failing to function was confirmed. In addition, no image with the 180 scope due to faulty patient board set was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center latch intended to secure the camera is not functioning. The event occurred during preparation for use. During a standard service inspection of the customer returned device, faulty patient board set was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the defective latch was confirmed though a definitive root cause cannot be identified. It is likely that the lack of image is due to the faulty patient board set olympus will continue to monitor the field performance of this device.